Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a broken barrel occurred. The target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected and used to inflate a balloon catheter. During the procedure, while inflating the balloon at 12atm, it was observed that the housing was disconnected. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed gauge reading inaccuracy.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed that the gauge needle was at 22atms. Functional examination was performed. The device locking mechanism test observed the gauge needle did not indicate the increase in pressure when pressure was applied to the device. Therefore a test gauge was used for the remainder of functional analysis. The device passed all of the remaining functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).